Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connect power alarms was confirmed via log file analysis. Review of the submitted log file revealed intermittent atypical power cable disconnect and low power advisory alarms not associated with power source exchanges or battery depletion. The relative state of charge (rsoc) on the white power cable dropped to or near 0v. The alarms occurred while connected to battery power. The power cable disconnect and low power advisory alarms cleared as the rsoc voltage returned to its normal value. Reported information stated the patient had connect to power alarms. The alarms still occurred after changing out the clips and batteries. The system controller would be exchanged later to wait for internation normalized ratio (inr) to be therapeutic. The patient experienced no symptoms with the alarms. The system controller, serial number (B)(6), was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory and power cable disconnect alarms. The heartmate 3 IFU section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller power cables. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had "connect to power" alarms. The alarms still occurred after changing out the clips and batteries. The alarms occurred intermittently when the patient was on wall power. Log files were sent for review. The log captured multiple odd low power advisories and power cable disconnects while the patient was connected to batteries. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The patient's international normalized ratio (inr) was noted to be 1.4. The system controller would be exchanged later to wait for inr to be therapeutic. The patient experienced no symptoms with the alarms.